Manufacturer narrative:
On 04/20/2017: during a follow-up, it was reported that the customer wears their pump inside their pocket which may have led to an abrupt temperature change to the pump. The customer loaded new supplies and successfully resumed insulin deliveries with no additional occlusion alarms declaring. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level for the past occlusion alarm was in the 300's mg/dl range and a correction bolus was delivered to address the bg level; the current bg level was 100mg/dl. The past occlusion alarm was resolved by changing the cartridge, infusion set tubing and site; no damage was noted to the previous infusion set site. A system check was performed using the current supplies and the pump performed as intended. The customer was able to successfully connect to a non-tandem pump using the same infusion set site and had no issues leading the customer to believe that the site was not the issue.